Manufacturer narrative:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted due to ventral hernia. It was reported that following the procedure the patient experienced pain, poor appetite and no bowel movements. On (B)(6) 2013, the patient experienced odorous liquid oozing from incision. The patient was admitted to the hospital in renal failure and septic shock. The patient underwent an unknown surgical procedure on (B)(6) 2013 due to mesh erosion into the cecum and bowel perforation. Black patch of skin found on the right mid quadrant of the abdomen. The patient was transferred to other facility for further treatment. The patient reportedly continues to experience complications. No additional information provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013 and a mesh was implanted. It was reported that patient had a abdominal wound infection, respiratory failure and prolonged endotracheal intubation (2 weeks) and a tracheotomy was performed on (B)(6) 2013. On (B)(6) 2014, the wound vac was removed. On (B)(6) 2015, the patient underwent care and debridement around mesh with wet to dry dressing placed. On (B)(6) 2015, the patient had area and exit granulation tissue some more piece of mesh were gently debrided. No additional information was provided.

Manufacturer narrative:
It was reported, the patient underwent exploratory laparotomy, resection of enterocutaneous fistula via right hemicolectomy, complex abdominal wall reconstruction with placement of acell extracellular matrix material, hernia repair with biologic mesh, and component separation with complex abdominal wall reconstruction on (B)(6) 2013 due to enterocutaneous fistula with loss of abdominal wall domain and incisional hernia. It was reported, the patient underwent exploratory laparotomy, intra-abdominal lavage and placement of wound vac on (B)(6) 2013 due to abdominal wound dehiscence, fascial dehiscence and evisceration. It was reported, the patient underwent wound vac change on (B)(6) 2013 due to open abdominal wound. It was reported, the patient underwent exploratory laparotomy massive adhesiolysis, resection of small bowel fistula with primary anastomosis and complex abdominal wall reconstruction, with incisional hernia repair with mesh prosthesis and placement of wound vac on (B)(6) 2014 due to open abdomen with enterocutaneous fistula with complex abdominal wall with hernia and massive adhesive disease. It was reported, the patient underwent wound vac dressing change on (B)(6) 2014 and wound vac dressing change with placement of new wound vac with white sponge on (B)(6) 2014 due to abdominal wounds and underwent dressing change on (B)(6) 2014 due to abdominal wound. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted into the patient. It was reported that following the procedure the patient experienced pain, poor appetite and no bowel movements. On (B)(6) 2013, the patient experienced odorous liquid oozing from incision. The patient was admitted to the hospital in renal failure and septic shock. The patient underwent an unknown surgical procedure on (B)(6) 2013 due to mesh erosion into the cecum and bowel perforation. Black patch of skin found on the right mid quadrant of the abdomen. The patient was transferred to other facility for further treatment. The patient reportedly continues to experience complications. No additional information provided at this time.